Manufacturer narrative:
Date of event is estimated. Troubleshooting was able to recover the ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had a rf operation where the device was placed in surgery mode. Subsequently, the patient was unable to connect to the ipg and the patient controller since the procedure. Troubleshooting was able to recover the ipg.

Manufacturer narrative:
Correction: in the initial b5 report the event should have stated ipg was not set to surgery mode.